Event description:
The customer reported that the 840 ventilator had screen block while in use on a patient. The patient was removed from the ventilator. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) touchframe. The device passed all tests.

Manufacturer narrative:
(B)(4).